Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was extracted due to infection. It was also noted that the device had eroded out of the pocket. The device was initially reprogrammed then explanted and not replaced. No further patient complications have been reported as a result of this event.